Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused; further described as after a forty six (46) hour infusion, the device seemed to have more fluid left over than normal (estimate upwards of 30-40ml). The device had been filled with 3500mg fluorouracil in 233ml sodium chloride 0.9%. It was further reported that there was condensation on the inside of the plastic chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was manufactured from september 17, 2019 - september 18, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.